Event description:
The pump stopped charging and turning on and while waiting for replacement the customer developed clogged ducts and mastitis. Customer has been given antibiotics from the doctor and her midwife has been out to see her, so she is hand pumping the sore one and feeding baby from the other just now.